Event description:
As reported by the b. Braun affiliate: complaint: during infusion, the tube and valve body became detached, causing blood to leak. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used contaminated sample without packaging was returned for evaluation. The sample was visually evaluated, and a detachment was observed at the bonded joint of the caresite and female connector. The reported defect was confirmed. Retained units were evaluated and passed the internal testing. Incidents of this nature are attributed to operator oversight during the manual solvent application process of the product. The operator applied insufficient solvent on the tubing during the bonding process. Although our training procedures ensure that our employees are properly trained in their areas of responsibility, an oversight on the operator's part can be attributed to an incident of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.